Manufacturer narrative:
(B)(4). Eval summary: the product was not returned to abbott for eval. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Reportedly, the lesion was moderately tortuous, heavily calcified, and 99% stenosed, which may have contributed to the experienced rupture. There was no report of any leaks noted during preparation for use, suggesting that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate. In this case, it is possible that the balloon material was damaged (scratched) during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation. Balloon ruptures can often be a result of circumstances of the procedure or characteristics of the lesion and not a reflection of a quality deficiency. Based on the info received with this complaint and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met mfg criteria. All dilatation catheters are 100% visually inspected and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the eccentric, de novo lesion was located in the distal right coronary artery (rca), which was moderately tortuous, heavily calcified and had 99% stenosis. After using the rotablator, the voyager was delivered and inflated; however, it ruptured during the first inflation at 8-9 atmosphere. The voyager balloon catheter was changed to a new voyager 2.0 x 15 and a xience v was deployed. The procedure was completed. Reportedly, there were no pt effects. No add'l event or pt info is available.